Event description:
It was reported that a malfunction occurred on a pump, causing the customer's blood glucose level to exceed typical thresholds, specifically reaching 600 mg/dl. The customer corrected the high blood glucose by administering a correction bolus using the pump and did not require assistance from third parties. Technical support assisted the customer with resetting the pump, which resolved the malfunction issue. There was no recurrence of the malfunction after the reset, and the customer was advised to continue using the pump and contact support if any issues reoccurred.